Manufacturer narrative:
The device was received and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345 which was also verified through a review of the event history log by the presence of 'system error 345' messages. The cause was identified as an out of specification upstream thermistor reading. The ultrasonic sensor was replaced to correct the condition. A service history review revealed no indication that the parts replaced during prior servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have a delayed keypad response. The cause was identified to be a failed processor board which was replaced to correct the condition. A service history review revealed no indication that the parts replaced during prior servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity) and also had a delayed keypad response. No additional information is available.